Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This complaint consists of tht registry data from japan. The information was obtained through the registry; no further details have become available for this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 27mm navitor vision valve was implanted. On (B)(6) 2025, the patient expired. The cause of the death was due to a cardiovascular event. It was noted that the patient experienced chronic heart failure, ischemic heart disease, aspiration pneumonia, urinary tract infection, aortic valve stenosis.

Manufacturer narrative:
An event of pneumonia, aortic valve stenosis, heart failure, and patient death were reported. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the death is attributed to cardiovascular and is not considered related to a device malfunction. No new hazards or harms were identified that would alter the current benefit¿risk profile. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.